Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for review. The reported event is confirmed by provided patient operative notes. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product will not be returned due to product location unknown. The investigation is in process. Once the investigation is completed a follow up MDR will be submitted. Medical devices: bi metric x por nc item #x18037 lot# 689691, m2a 38mmx60mm cup item # rd118860 lot# 777390. Multiple MDR reports were filed for this event: please see associated reports: 0001825034-2018-01810; 0001825034-2018-01815; 0001825034-2018-01816.

Event description:
It was reported a patient underwent a hip revision 12 years postoperatively due to unknown reasons. Additional information requested and additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision approximately 12 years post-implantation due to pain, pseudotumor, elevated metal ion, osteolysis. During the procedure, psuedotumor, a large amount of osteolysis, excessive blood loss and yellow synovial fluid was noted. It was also noted that the surgery required additional time due to the patient's morbid obesity.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.